Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture. Device has been explanted and was replaced with non-allergan device. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. A visual analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: crease sharp broken on anterior, stress marks, crease fold and missing shell (0-25%). Based on the device analysis the final assessment is: a broken crease sharp on anterior assessed as fold flaw opening and missing shell assessed as inconclusive.

Event description:
Physician reported right side rupture. The device has been replaced.